Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. On the field service engineer's follow-up service visit. He inspected the analyzer and optimized the vacuum nozzle's function. He replaced the set of electrodes. Calibrations, qcs, routine, and repeatability tests were performed with acceptable results. The investigation determined the event was due to a misalignment. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode and k electrode results from two patient samples tested on the cobas pro ise analytical unit. On (B)(6) 2024: sample 1: the initial k result of the initial sample was 6.86 mmol/l. The initial result was reported and a new sample was collected. The result of the new sample was 3.9 mmol/l. The repeat result of the initial sample was 4.17 mmol/l. On the field service engineer's initial service visit, he performed yearly maintenance and verified all mechanisms. He repaired the malfunctioning vacuum nozzle. The reporter performed calibrations and qcs with successful results. The issue was not resolved and new discrepant results were reported. On (B)(6) 2024: sample 1: the initial na result was 100.9 mmol/l. The repeat result was 140.7 mmol/l. The initial k result was 6.92 mmol/l. The repeat result was 4.40 mmol/l.